Event description:
It was reported that the procedure was to treat the left upper fistula. The 6x60 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was inflated once to 6 atmospheres and ruptured. The 2x80 mm armada 35 pta catheter ruptured during an inflation to 10 atmospheres. There was resistance during withdrawal and some force was applied and the balloon separated from the rest of the device. The patient was sent to surgery for removal. The patient was hospitalized additional time. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. It was reported by the account that upon withdrawal of the dilatation catheter, resistance was noted, and force was applied. It should be noted that the percutaneous transluminal angioplasty catheter (pta), armada 35/ armada 35ll global, ce, instruction for use states: maintaining a vacuum in the balloon, withdraw the catheter. Note: gentle counterclockwise twisting motion of the balloon may ease withdrawal through the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as one unit. In this case, the physician did not follow the instructions for use. Instead of using gentle counterclockwise twisting motion to remove the device, force was applied which likely contributed to the reported separation. In this case, a conclusive cause for the reported balloon rupture could not be determined since the device was not returned for analysis and limited information was provided. In addition, the ruptured balloon material likely interacted with the patient anatomy and/or accessory devices during removal, resulting in the reported difficulty removing the device and upon further manipulation and applied force, the device ultimately separated. Based on the information provided, a definitive cause for the reported balloon rupture could not be determined; however, the reported difficulty removing the device, surgical intervention and hospitalization appear to be related to circumstances of the procedure. The reported separation appears to be related to user error/operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code - 2017 excessive force. The additional device referenced in b5 is filed under a separate medwatch report number.